Event description:
It was reported that during surgery the tip of the si-lok cannulated screwdriver was broken and left in the patient. This event occurred in australia.

Manufacturer narrative:
The device was not available for evaluation. After the tip of the si-lok cannulated screwdriver tip broke, the surgery proceeded with an alternate screwdriver. The surgeon used a 7.5mm drill for a 12.0mm screw, while the recommended drill diameter is 9.5mm or 10.5mm for hard bone. A 7.5mm hole can cause excessive torsional forces, possibly stripping the 4.0 hex drive; however, no determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The device was not available for evaluation. After the tip of the si-lok cannulated screwdriver tip broke, the surgery proceeded with an alternate screwdriver. The surgeon used a 7.5mm drill for a 12.0mm screw, while the recommended drill diameter is 9.5mm or 10.5mm for hard bone. A 7.5mm hole can cause excessive torsional forces, possibly stripping the 4.0 hex drive; however, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery the tip of the si-lok cannulated screwdriver was broken and left in the patient. This event occurred in australia.